Event description:
The surgeon needed to add one level to the construct. The existing construct was 6 screws and 2 hooks. After removing the 6 set screws and before removing the hooks the two screwdrivers broke. At this point the surgeon had to remove all the array screws and change to the polaris system as they did not have any additional array screwdrivers.

Manufacturer narrative:
Visual inspection of the returned device identified it is broken at the point where the chamfer (safety groove) is cut into the driver. The returned device is too damaged for functional inspection. The manufacturing records were reviewed and no anomalies or non-conformances that would cause or contribute to the reported event were identified. Based on the data available through the review and investigation of this file, the most likely underlying cause of the customer¿s complaint is excessive torquing of the driver leading to breakage of the device at the designed safety groove. The driver is designed to break at the location that this driver broke for safety reasons and therefore the risk associated with this failure is minimal. In addition, this driver has been in the field since 2006 so the device may have been fatigued leading to torsional failure due to excessive use. A combination of excessive torsional and bending forces could have led to device breakage. This device is designed to be used in a torsional manner and excessive bending force could compromise the device and lead to failure. Supplemental report two of two for the same event, see also 2242816-2015-00017-1.

Manufacturer narrative:
The customer reports the screwdrivers are expected to be returned for evaluation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of six for the same event.